Event description:
Complainant alleged that during a rountine shift check by a clinican, the device would not power on complainant indicated that there was no patient involvement in the reported malfunction.